Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. There were no alarms during treatment. When she opened the cassette door there was fluid on the cassette and pump module. She was advised to discontinue using her cycler. The set has not been made available for evaluation. During follow up the pt's pd nurse reported that her effluent has remained clear. She did not have any signs of infection. The pt self administered one dose prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specifications.